Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via a merlin.net alert transmission due to non-sustained right ventricular oversensing due to far p waves on the ventricular channel were being over sensed programming changes were discussed. No patient symptoms were reported.